Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. A new system was implanted, however this rv lead was repro grammed and kept with the old system in the patient's abdomen as a backup pacing system. It was noted that the patient has a mechanical right tricuspid valve which disallows standard rv lead placement. No patient complications have been reported as a result of this event.